Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had an issue with the safety disk. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the safety disk. No patient harm or injury was reported.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. It was created in error.

Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.